Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the implant coil was found detached from the pushwire. This condition was not reported initially. In addition, the axium implant coil was returned within the introducer sheath. The axium implant coil pushwire was found to be broken at break indicator and kinked within introducer sheath from proximal end. The implant coil was found to be already detached. The implant coil was returned and found to be stretched and damaged. The coil shell was found to be present. The polypropylene filament was found still attached to the detachment element. Under the microscope, the coin was found not against the lumen stop and the shield coil was found intact. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis and reported information, we were unable to determine the cause of implant coil detached from the pushwire. However, it is possible that the pushwire to break at the break indicator and for the release wire to subsequently pull back from the lumen stop, detaching the implant coil from the pushwire. All devices are 100% inspected for damages and irregularities during manufacture. The axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that while pushing the axium coil inside the microcatheter resistance was felt, pulled back the coil made another attempt but still resistance was felt while pushing. Another coil of a different size from another manufacturer was used the procedure was completed. The coils and the ancillary devices were prepared and used per the instructions for use (IFU). The vessel anatomy was moderate in tortuosity. Evaluation of the returned device found that the implant coil was detached from the pushwire.